Manufacturer narrative:
Product complaint # (B)(4). Patient code: device failure.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary, product was not returned. Retained sample testing was conducted on product code: 183901001 (confidence cement), lot number: 9009079. During testing, the cement mixed and behaved as expected. Results were within specification. Tm-t150 testing sheet attached (retained sample retest results"). Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot a review of the receiving inspection (ri) for high visc cmw spinal cmt, 11cc was conducted identifying that lot number 9009079 was released in a single batch. Batch1: lot qty of 2619 units were released on 04 mar 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is for one (1)high visc cmw spinal cmt, 11cc.this report is for 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively on (B)(6) 2019 the cement leaked out wormlike and did not connect with the vertebral body. The patient will be re-operated on (B)(6) 2019. This complaint involves two (2) devices.